Event description:
The patient was undergoing a thrombectomy procedure in the inferior vena cava (ivc) using an indigo system separator 6 (sep6), indigo system aspiration catheter 6 (cat6), non-penumbra sheath, and a 6f non-penumbra diagnostic catheter. During the procedure, the physician made approximately two to three passes using the cat6 and sep6. The physician then decided to remove the cat6 and switch to the diagnostic catheter. Subsequently, the physician attached the diagnostic catheter to aspiration and after making approximately three to four passes through the diagnostic catheter using the sep6, the physician experienced resistance while retracting the sep6 and broke the proximal end of the sep6; consequently, the distal bulb of the sep6 broke off and migrated to a distal branch in the lower lobe of the left lung. The physician attempted to remove the broken distal bulb of the sep6 using a micro snare; however, the attempts was unsuccessful. The physician then removed the 6f sheath and replaced it with a new non-penumbra sheath. The procedure was completed using a lightning aspiration tubing (lightning), indigo system aspiration catheter 7 (cat7), and the same 7f sheath. It was also reported that the physician attempted to aspirate the broken distal bulb of the sep6 using the lightning and cat7, but the attempt was unsuccessful, and the broken distal bulb was left in the patient. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.